Manufacturer narrative:
Device evaluation: analysis of the returned device identified, delamination of the diapherm flange disk and wear abrasion. Leak test and microscopic analysis was performed which identified, delamination of the diapherm flange disk and crease flat. Based on the device analysis, the final assessment is: a delamination total of the valve (adhesive failure).

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
A device history record is not available due to insufficient device data. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: deflation.

Event description:
Healthcare professional reported bilateral deflation. This is for the left side. Device remains implanted.